Event description:
Information received from the field notes that the device exhibited bipolar pocket stimulation, even at decreased outputs. The patient had a previously implanted system explanted due to a similar occurrence.